Manufacturer narrative:
The device was evaluated by ventec where the reported issue of unexpected rebooting was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed the device rebooted by itself. In this state, the device would be inoperative. There were no reports of patient involvement associated with the reported event.